Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspections noted that the lead was returned severed at approximately 53 millimeters from the terminal end. Only the proximal segment was returned. The difficult to insert allegation was not confirmed by returned product analysis based on visual observation of set screw marks in the correct location on terminal pin and lead passed force gauge test. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the physician encountered difficulty inserting the right atrial (ra) lead into the header. Technical services (ts) advised on lead manipulation to prevent difficulty inserting the lead. This cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. No adverse patient effects were reported. Additional information was received indicating that this system was subsequently explanted. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the physician encountered difficulty inserting the right atrial (ra) lead into the header. Technical services (ts) advised on lead manipulation to prevent difficulty inserting the lead. This cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. No adverse patient effects were reported. Additional information was received indicating that this system was subsequently explanted. No additional adverse patient effects were reported. This lead has been returned.